Event description:
It was reported that the customer's insulin pump had no delivery issues. Troubleshooting could not be performed as mother did not have device available at the time. The mother stated that the customer is on a back up plan of manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.